Manufacturer narrative:
FDA medwatch reference number: mw5084050. We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported a tampon unraveled inside and she experienced sharp pains in her uterus and stomach cramps. She had pain when removing the tampon and was only able to remove half of the tampon. She made an appointment with her doctor to have the rest of the tampon pieces removed.